Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep ordered replacement parts, but they were not immediately available.

Event description:
The customer reported that there was a icp failure. No patient injury was reported.